Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "post broke on insert. Surgeon said there was cement in the box. Surgeon showed sales rep where cement was rubbing against post."